Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device history record and previous repair record for zimmer electric dermatome serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The customer returned a zimmer electric dermatome serial number (B)(4) for evaluation. Evaluation of the device on 15 july 2019 noted that the dermatome was out of calibration at all four setting and that the motor did run, but ran below motor speed specifications. At the time of the investigation, the device has yet to be repaired. The device was tested and inspected. The service technician was unable to reproduce the reported event as the motor ran during initial testing of the device. As such, a specific root cause of the motor having no response cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the motor of handpiece has no response while depress throttle. The event occurred after surgery. The complaint is from tw service center, and no patient was involved. It is just a repair issue. During the investigation, it was determined that the device ran below motor speed specifications. No adverse events have been reported as a result of this malfunction.